Event description:
In this event, user claims that their hearing aid combusted while charging in the charger. User states that the device caught on fire and he was able to extinguish it. The device was placed on the microwave in a bookshelf in the kitchen/living room. No report of damage besides charger and hearing aid. User said he burned his fingers but no medical intervention reported.

Event description:
Results of technical investigation: the battery was not returned, so its role in the incident cannot be confirmed. Evidence suggests the thermal event originated near the bottom of the device, specifically in the power supply module (psm) area. It is important to note that the psm was not returned for further evaluation. The risk of a battery cell shorting leading to the melting of the hearing aid housing appears to be low. A conclusive determination regarding a potential device malfunction cannot be made without the return of all relevant items and components. There are possibly two explanations in this case; the overheating was caused by either an external heat source or from a thermal runaway event resulting in the rapid release of heat that charred and deformed nearby plastic components. The presence of burn marks on the charger supports external heating. We were informed by the user that the device was placed on a microwave. The charger is still functional after this event. Additionally, no further information regarding the burned finger has been received from the user, and there have been no reports of medical intervention.